Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that for the last two weeks prior the report the patient¿s stimulation would turn up high all by itself. There were no reports of falls or trauma. The patient programmer showed the stimulation was at 6.0, but the patient was unsure if 6.0 was her normal settings or not, and has difficulty remembering due to her brain injury. The night prior to the report was the second time that the stimulation turned up by itself. The patient also reported a surging, shocking, and jolting sensation. The patient turned stimulation off the night prior to the report and called her healthcare provider (hcp). The patient met with the manufacturer¿s representative (rep) and reported that stimulation felt sporadic and hadn¿t before. The rep. Believed this could be because of positional changes. It was noted the patient had the device for four years and was scheduled to have her history and physical in october to have the battery replaced. Programming was changed and impedances were checked and were all within normal range. The cause of the event was undetermined but the patient had a 50% or greater symptom reduction and had gotten great pain relief. If additional information is received, a follow-up report will be sent.